Event description:
The hospital discovered that two neurons had smashed tips when the packages were opened. The neurons were not used in the case. Another device was available and used to complete the case. This MDR is associated with MDR #: 3005168196-2010-00702.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined.